Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed from the evaluation of the submitted log file; however, a specific cause for the alarms, as well as a correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively determined. The submitted controller event log contained data from 30aug2020 at 19:56:40 to 01sep2020 at 12:15:34. There were numerous events where the calculated flow was below 2.5 lpm, resulting in 132 low flow faults and 98 low flow alarms. On 30aug2020, 126 low flow faults and 96 low flow alarms occurred over approximately 3 hours. Of note, the patient fixed speed and low speed limit were adjusted multiple times over the duration of the log file, ranging from 4800-5800 rpm and 4800-5100 rpm respectively. Despite these alarms, there were no other abnormal events captured. Throughout the captured data, the pump appeared to operate above the low speed limit. The pump appeared to operate as expected. The account reported that on (B)(6) 2020 the patient had several ventricular tachycardia storm shocks and has severe right heart failure. The reported low flows resolved with the use of an impella and increased blood pressure. The patient will be treated with an echo, CT scan, impella, and a possible heart transplant. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further complaints have been made. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 02jun2020. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, the heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2020. On (B)(6) 2020 the patient had a normal right heart catheterization. On (B)(6) 2020 the patient had a ventricular tachycardia (vt) storm several shocks and now has severe right heart failure. A log file review was requested. The event log contained a few set speed changes as well as a sudden onset of low flow hazard alarms starting on (B)(6) 2020. The flow readings in these logs do not appear to be the result of any equipment malfunctioning. These recent events are most likely associated with the patients current clinical condition. Prior to these events the periodic log flow readings appeared fairly stable. The vad coordinator was unsure if a device related issue caused or contributed to right heart failure. The patient underwent echo, CT scan, impella, possible heart transplant as treatment if the patient decides they want it. It was reported that the low flow alarms resolved. Impella and increasing blood pressure.